Event description:
Boston scientific received information that the non-bsc right ventricular (rv) lead displayed intermittent non-capture and increasing threshold measurements at 3v@0.5ms and 2.5v@1.0ms. The pacer dependent patient experienced one syncopal event, with a rate of 28bpm. The device was reprogrammed with a higher output. A revision procedure was performed and the device, which was nearing elective replacement indicator (eri) was explanted. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.